Manufacturer narrative:
Title: long-term results and current problems in laparoscopic gastrectomy: single-center experience. Source: journal of laparoendoscopic & advanced surgical techniques volume 30, number 11, 2020. (B)(4)..if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent laparoscopic gastrectomy for gastric cancer between january 2014 and september 2019. A 45mm reload was used to transect the duodenum. Intracorporeal gastrojejunostomy anastomosis was performed with a linear stapler or by hand. There were 146 patients were in the study and postoperative complications included: 9 deaths within 30 days or during hospitalization. Medical interventions, reoperations, treatment with interventional radiology were reported. Hospital stay was extended.